Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump exposed to moisture as customer was in the hot tub. Customer¿s blood glucose was 183 mg/dl. Customer stated that insulin pump¿s screen was filled with water in the lcd and customer do hear fluid when shaking the insulin pump. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.